Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: thixotropic adhesive was missing at the forceps cover and the pink probe had scratches with peeling cement due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited thixotropic adhesive was missing at the forceps cover and the pink probe had scratches with peeling cement. There was no patient involvement.